Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited low out of range pace lead impedance measurements less than 200 ohms detected via the patient's remote monitoring system. Reviewed electrograms (egm) showed numerous ventricular tachycardia (vt) episodes with noise which resulted in inappropriate anti-tachycardia pacing (atp) and shocks. Noise was able to be reproduced with arm movements and pocket manipulation. Pacing inhibition with greater than 4 seconds duration was also noted. The patient also experienced lightheadedness and dizziness. An invasive procedure was performed. The rv lead was explanted and replaced and the device electively replaced as well. Additional information indicated that the impedance measurements obtained through a pacing system analyzer (psa) were normal and connection was confirmed secure. No observable defects were noted on the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the terminal pin and cuts in the insulation and suture sleeves. The proximal cable to coil crimp (pigtail) has been pulled proximally and the coil was stretched. The clear medical adhesive (ma) was torn/separated from the expanded polytetrafluoroethylene (eptfe) at the proximal and distal ends of the proximal spring electrode, which, was also stretched at these points. The distal end of the proximal spring electrode and the distal spring electrode were pushed distally. The distal cable was no longer attached to the coil and the distal high voltage (hv) cable appeared to have been either cut or pulled out of the distal fitting stake during the explant procedure. The rate/sense conductor coil and distal hv coil were extremely stretched and the conductor coils on the distal spring appeared to have been deformed by some type of grabbing tool. Webbing damage was noted between all conductors in the trilumen insulation from the terminal pin through to the rs and proximal hv lumens, and the insulation in this area was flattened as well. The rs eptfe was abraded/torn. Microscopic analysis indicates the insulation damage was initiated by a localized compressive stress on the tubing surface, and due to the location and type of damage, it was likely caused by entrapment in the clavicle/first-rib region. No conductor coil fracture was noted under an x-ray. The allegation was confirmed.